Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. It was noted that the patient does a lot of weight lifting. The lead was replaced.

Manufacturer narrative:
The field experience of noise on the lead was not confirmed in the laboratory. The lead exhibited normal electrical characteristics. The lead was scanned under x-ray for fracture on the distal coil and no anomalies were noted. The outer insulation was burned/damaged at multiple locations. These damages are consistent with that occurring at the time of explant.